Event description:
Discordant advia centaur br results were obtained for multiple patient's samples and considered when compared to repeat test results. The customer observed imprecision with patient results and some of the results were questioned by the attending physicians. Patient samples that were run over a three week period were repeated and corrected reports issued for the results considered discordant. It is unknown if any patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection on subsequent visits. The fse found a leaky reagent probe and replaced the reagent and reagent probe 1 dilutor and acid and base pump. On a subsequent and follow up visit, the fse replaced all four probe valves and adjusted the reagent probe 2 position. The quality control results were out high and the fse replaced the pmt, base probe and tubing. The instrument is performing within specifications. The IFU states in the limitations section: "note: do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information the patient's clinical evaluation."